Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus repair center in southend, but could not identify any defects that could affect the occurrence of the reported event. Similar events have occurred in the past at the user facility. Based upon the past similar cases, the reported event may have occurred due to excessive force or rotational stress on the instrument channel port of the device and its peripheral components when used in combination with the forceps/irrigation plug maj-891. The reported event may have been preventable because the instruction manual for the forceps/irrigation plug maj-891 contains precautions for insertion and removal with the endoscope. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center in (B)(6). Olympus repair center inspected the device and confirmed the following: it was confirmed that the instrument channel port was loose. The instrument channel port could twist in both directions and was not fixed at the same height as the control body. Since the instrument channel port was not in a fixed position, pressure could escape from this area and liquid could get inside the device. The rubber seal was visible due to the loose instrument channel port. Based upon the past similar cases, the reported event may have been caused by excessive force by the user in removing the endotherapy accessory. The device was last received by olympus service on november 25, 2020 and was repaired due to a leakage from the bending section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the instrument channel port was loose. The user facility reported that the defect was found during the check before the procedure and had no clinical impact. The user performed the intended procedure using another device. There was no report of patient injury associated with the event.